Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient implanted with this rv lead presented with dyspnea and wheezing, along with a poor general condition, and was subsequently referred to the emergency department. During device interrogation, an increase in pacing thresholds and a decrease in impedance measurements were observed for this lead. X-ray imaging was performed. The patient condition was suspected to be related to a respiratory infection. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient implanted with this rv lead presented with dyspnea and wheezing, along with a poor general condition, and was subsequently referred to the emergency department. During device interrogation, an increase in pacing thresholds and a decrease in impedance measurements were observed for this lead. X-ray imaging was performed. The patient condition was suspected to be related to a respiratory infection. No adverse patient effects were reported. This rv lead remains in service. Additional information was received indicating that a patient follow up was conducted at the clinic. The physician indicated that both capture thresholds and impedance measurements appeared normal for this patient. No adverse patient effects were reported. This lead remains in service.